Event description:
During an in-clinic follow-up, increased capture threshold resulting in a loss of capture was observed on the leadless pacemaker (lp). The device was then reprogrammed to resolve the event. The patient is stable with no consequences.